Event description:
A malfunction alarm was reported with a tandem t: slim pump, linked to a malfunction 16 field correction notice. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer about using the tandem mobile app, but the customer chose not to pursue recommended mitigations and requested a replacement pump. The customer was instructed to place the current pump into storage mode and return it within 10 days using a prepaid label, and a replacement pump was arranged to be shipped.